Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that he had been playing racquet ball at the gym and noticed that his urination had been continuous. Patient concerned that play racquet ball could be the cause. He had increased his stim to 4.2v and can feel stim. It was noted that stim was comfortable. There were no further complications that have been reported as a result of this event.